Manufacturer narrative:
Evaluation description: the reported field event of backup dfo (bdfo) was confirmed in the laboratory. Review of the device image indicated the device entered bdfo mode after two rf communication interrupt overflows occurred within a short period of time. The root cause of the rf communication interrupts was an rf chip anomaly. The reported field event of inappropriate therapy was confirmed in the laboratory. While in bdfo mode, the device became more sensitive to sensing r-waves. The increased sensitivity caused oversensing and resulted in the reported inappropriate hv therapy.

Event description:
It was reported the patient presented to the ER after receiving inappropriate therapy. The device was observed to be in backup vvi mode. A device download was performed successfully. Physician decided to explant the device due to multiple therapies delivered.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.